Event description:
It was reported that when the saline was flushed to measure the cardiac output (co) value, it flew back from the "balloon inflate lumen." As a result, the catheter was exchanged.

Manufacturer narrative:
Follow-up report will be filed if additional information becomes available.